Event description:
On (B)(6) 2013 the reporter contacted animas alleging that two weeks prior, she experienced a low blood glucose (bg) of 52mg/dl with dizziness and blurred vision related to a communication issue between the pump and the meter remote. The patient reportedly treated the low bg with a glucose tablet, candy, and a meal. The patient stated that when she was using the meter to deliver a bolus, she received a message from the meter that the pump and meter were not communicating. The patient stated that she did not review the bolus history in the meter to confirm that the bolus had been cancelled, and then delivered a second bolus from the pump. The patient then checked the bolus history and found that she had received the original bolus. The patient stated she stopped using the meter remote for boluses at that time and was bolusing directly from the pump when boluses were needed. The patient stated that she now reviews all bolus history to verify that boluses are delivered. The patient noted that the communication issue occurs randomly every two to three weeks. The patient confirmed that the devices are within range when using the meter, but noted that she did have a cell phone close by when the issue occurred. During troubleshooting, customer technical support (cts) assisted the patient in changing the channel on both the meter and the pump and the patient confirmed that the system was paired. Cts advised the patient to keep her cell phone and any other interfering devices away from the pump and meter when attempting to use the devices together. The patient was advised to monitor the issue and to call back if it continues. The patient noted that she had a history of triple bypass and was on lisinopril and metoprolol for blood pressure. There was no defect found with the meter remote during troubleshooting. This complaint is being reported based on the allegation that the patient experienced hypoglycemia with use error of the meter remote as a cause or contributor.

Manufacturer narrative:
The meter remote has not been requested for return at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
In follow-up #1 stated ¿the pump has been returned and evaluated by product analysis on 10/10/2015 with the following findings¿, however the device for this complaint and investigation is the meter remote. The meter remote was returned and evaluated by product analysis with the findings submitted previously on follow-up #1.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/10/2015 with the following findings: a review of the meter histories indicated error codes 27 and 17 had occurred, indicating the rf was not functioning as expected. A rf test was performed and the signal strength was found to be out of specifications. However, the meter was able to successfully pair with a test pump and a bolus was successfully delivered from the meter to a test pump. Animas has conducted a review of the device history record for this meter and confirmed that it was operating within required specifications at the time of release.